Event description:
Olympus was informed that during a gastrointestinal procedure, the physician was using a polyloop and partially ripped a polyp. There were concerns with patient bleeding and the patient was monitored. The procedure was completed using the same device. Olympus followed up with the user facility to obtain add'l info regarding the report but with no results.

Manufacturer narrative:
The polyloop was not returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.